Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the procedure, the catheter was placed through a long sheath into the right atrium and when steering the catheter it suddenly lost steerability. The catheter was removed and it was noticed a piece of wire was pointing out the end of the catheter shaft approximately 2 centimeters from the tip. It was indicated that the catheter was introduced through a long sheath, therefore, when retracting the catheter, the blood vessel was not damaged. The catheter was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the manipulator wire was broken. It was also noted that there was other damage, the catheter fails the pull test and the manipulator wire was pulled through the lumen wall.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.